Event description:
The medical examiner confirmed that the cause of death was due to the pacemaker generator stopping. Rptr's daughter died. Cause of death has not yet been established. The mother believes that cause of death could be due to shock related to a faulty electrode/lead wire. Two months before her daughter's death the daughter reported a broken electrode to her clinic. She was advised by the clinic to use duct tape as a temporary fix. Rptr has contacted her daughter's electrophysiologist. Rptr believes that there might be a disconnect between the clinic and medtronic. Medtronic says that the teletrace model 9431 was removed from the market in the 90's and replaced with model 9531. Medtronic says that they alerted the clinics and drs to this switch.